Event description:
It was reported while using bd vacutainer® sst¿ tubes, there was rubber stopper cannula ejection in blood collection observed. Entire batch affected by this issue, (400) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jan-2026. Investigation summary: bd received 20 samples investigation; however, the samples were contaminated and could not be evaluated. Therefore, 20 retained samples were used for functional testing for tube push off with no samples failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ tubes, there was rubber stopper cannula ejection in blood collection observed. Entire batch affected by this issue, (400) tubes. No adverse impact was reported regarding the patient or user.